Event description:
Report rec'd of a pump being "charred" inside the case. The device was returned from clinical service with no note. It was unknown where the device was returned from. Upon visual inspection of the device, no problems were noted. The customer contact opened the case and noted that the inside of the device was "charred". The cover of the pump was replaced, and not testing of the device was done. It was reported that there were no adverse pt events associated with this device. The customer contact stated that he would have been notified if there was an adverse event.